Event description:
Patient contacted dexcom to report irritation and an infection at the site.

Manufacturer narrative:
Patient reported after wearing sensor for a week, he removed sensor and noticed a white bump on belly. Patient went to medical doctor's (md's) office and md said it looked to be infected. Patient cleaned site with alcohol. Date of medical intervention: patient did not know. Best guess about a week or so ago. Description of medical intervention: md prescribed ointment (gentamicin sulphate) and antibiotics. Current condition of patient: bump is gone. Small little red mark remains.